Event description:
It was reported that the ilet pump¿s screen cracked while the user was at work with the device worn at the waist, after which the display did not respond to touch while pump function continued and blood glucose was not affected. Symptoms included no clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included a review of the reported damage and a replacement shipment with return of the original device for evaluation. Investigation of this case revealed physical damage to the display assembly consistent with a broken or cracked screen and a nonresponsive touchscreen, while core pump operation remained functional. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical impact.